Event description:
Litigation papers allege, the patient suffers from pain and elevated metal ion levels.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4) . Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Depuy still considers this investigation closed. Should additional information be received, the investigation will be re-opened.

Event description:
Update: (B)(6) 2013 - medical records were obtained. Medical records indicate patient was revised due to purulent material in the hip joint consistent with alval, metallosis, scar tissue, metal debris, a metallic cyst, and a vertically positioned acetabular cup. The information received does not change the MDR decision.

Manufacturer narrative:
Depuy still considers this investigation closed.